Event description:
According to the available information, the patient was hospitalized for some time for rehabilitation until 14th dec. After leaving the hospital, he started using peristeen again by a home care nurse on the 16th of dec. When in irrigation on the19th of dec, water of 900ml was injected successfully and evacuation of most of the water occurred. No feces evacuated. Next water of 500 ml could not be injected. The home care nurse took no further action on that day. Two days after, on the morning of december 21st, the patient was emergency transported to the hospital due to severe abdominal pain. By examination, he was diagnosed with sigmoid volvulus and hospitalized. No other symptoms were present. The patient was discharged from the hospital on december 24th. The doctor suspects there is no causal relationship between sigmoid volvulus and using peristeen in this case. The patient complained of pain 2 days after irrigation, but it is unknown when sigmoid volvulus actually occurred. No further information is available at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.